Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional; and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device locked up when analyzing a rhythm. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.